Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level ranged between 180-189 mg/dl. The customer changed supplies and resumed insulin therapy.